Event description:
A report from the field indicated that an orbis sigma valve implanted in 1993 in a 16 y/o male pt for hydrocephalus, was suspected of failing. The device was removed on 9/4/97 and replaced with another orbis sigma valve.

Manufacturer narrative:
In spite of numerous phone calls and written correspondance, no add'l info could be obtained from the user facility. As the product was not returned by the reporting facility, and due to the lack of response, the complaint could not be verified or confirmed.